Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer cleared some of the alarms and changed out the infusion set to address the remainder. There was no impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot the issue with the customer as the alleged issue was not occurring at the time of the report.

Manufacturer narrative:
(B)(4).